Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion requiring intervention). Evaluation conclusions: inherent risk of procedure ¿ (occlusion requiring intervention). (B)(4).

Event description:
The previously reported occlusion of the right leg which occurred approx. 20 months post index procedure was resolved. The cec adjudicated that the event was definitely related to the study device, and was remotely related to the procedure. Thrombolysis of the right leg was carried out one day earlier than previously reported.

Event description:
Two complete se stents were implanted in the right sfa vessel to treat a dissection event. Approximately 20 months post index procedure, the patient suffered bilateral re-occlusion which was treated 2 days later with the implantation of 2 non-medtronic pta balloons in the right sfa (within the target lesion) and thrombolysis. Investigator indicated that the event was probably related to the study device and procedure.

Manufacturer narrative:
The investigator assessed the previously reported reocclusion of the right sfa as possibly related to the drug.